Event description:
It was reported by the surgeon, that a patient presented with pain. X-rays were taken and it was observed that the nail was broken. Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.